Event description:
Customer's mother reported via phone call that insulin pump over delivered insulin as 5.0 units of max bolus was programmed and it was found that it changed to 25.0 units. Customer's blood glucose was over 80 mg/dl. After troubleshooting, caller was educated on manual bolus and bolus wizard. Caller was advised that per carelink, insulin pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.